Event description:
The user facility reported that an employee was loading a manifold rack in the washer, pressed the "close door" button when she realized the instrument rack was not fully in the door. The operator then went to manually push it in and the door closed on her hand. She went to the facility's emergency room where she received x-rays. The user facility reported that she is fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the washer, including door safety features, and found the equipment to be operating properly. The technician was not able to duplicate the reported event. The washer is under steris service contract and was last serviced on (B)(4) 2012 when no issues were found with the door operation. This event is attributed to a user error as the operator did not follow the proper procedure for resolving a door obstruction. The equipment operator manual states "if an obstruction is present at the bottom of the wash chamber door, do not attempt to remove the object. A door safety sensor on the door button detects the obstruction. Door automatically stops from closing and opens completely. Once door is completely open, remove obstruction from wash chamber door." Steris offered in-service training however user facility declined.